Event description:
Reporter indicated that the patient was to undergo full revision surgery, but did not indicate why. It was later found that the patient's device was registering high impedance. There is no known manipulation or trauma that may have caused the issue. Surgery to replace the patient's lead is currently planned, but the surgery has not been completed at this time.

Manufacturer narrative:
(B) (4). Device failure is suspected, but did not cause or contribute to a death or serious injury.